Manufacturer narrative:
Suspect lot review: a review of suspect lot# 3195853 showed (B)(4) units were manufactured, tested, inspected and released in february 2016 with no anomalies cited. A review of suspect lot# 3059623 showed 24,000 units were manufactured, tested, inspected and released in june 2015 with no anomalies cited. Incoming inspection: 5/24/2016 - received one (1) used ch2000s-c, spinning spiros, suspect lot# 3059623. One (1) used ch3034 5" (13 cm) appx 1.5 ml, bag spike adapter w/spiros®, vented cap. One (1) used low sorbing set ref# 2260-0500. The pump set was spiked into the ch3034 and the spinning spiros was connected to the distal end of the pumpset. The female luer of the spinning spiros was confirmed to be cracked. Funtional testing: an axial crack was observed in the female luer of the used ch2000s-c assembly that was attached to a carefusion male spin luer. The crack ran between the gate well and the opening of the female luer. The crack resulted in leakage. The ch3034 was visually inspected with no damage or anomalies observed. Analysis summary: the complaint of a crack in the female luer of the ch2000s-c that resulted in leakage was confirmed. The crack ran axially from the gate well to the opening of the female luer of the ch2000s-c. The exact cause of the crack is not known and is a rare occurrence.

Event description:
Complaint regarding multiple ch2000s-c, spinning spiros, suspect lot# 3059623 (mfg'd 06/2015). Report states, "ch2000s-c cracked where tubing is inserted into the ch2000s-c creating a situation where fluids leaked out of the female luer on the spinning spiros. A crack can be seen where the luers are mated together." No serious adverse patient consequences reported.